Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 600 mg/dl. Customer stated that insulin pump turned off as it was cracked and battery compartment screen was peeling. It was unknown whether auto mode was active at the time of the event. No further patient complications were reported. The device will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring: black. Insulin pump case type: ngp. Customer returned insulin pump for an alleged blank display, high bg, and cosmetic damage located at the battery tube and lcd display found on (B)(6),2022. The insulin pump was received with blank display due to broken battery tube threads. Unable to lock battery into place due to broken battery tube threads. Unable to perform the displacement test, active current test, sleep current test, and self test due to blank display. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected alarms or alerts noted in the insulin pump's history. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir during testing. The following were noted during visual inspection: scratched case, keypad overlay peeling, missing display window/cover, broken battery tube threads, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and end cap address label missing. Blank display was confirmed due to broken battery tube threads. Unable to lock battery into place due to broken battery tube threads. Unable to confirm high bg. Cosmetic damage was confirmed at the battery tube threads (broken), battery tube (cracked), and display window cover (missing). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.